Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt the device failed to discharge at 200 joules. Complainant indicated that the clinician obtained another defibrillator and was able to defibrillate the pt using the same defib electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.